Event description:
Pacemaker is under bsc (boston scientific corporation) advisory for high battery impedance. Recommendation from bsc is to do generator change when battery has ~4 years remaining longevity patient seen in office pacemaker battery with ~4 years remaining longevity, patient's underlying rhythm chb (complete heart block). Discussed with doctor, opted to undergo pacemaker generator change. Procedure to be scheduled soon.